Event description:
Additional information received on 23may2023 reported, the nasogastric tube (ng) was placed on (B)(6) 2022. On (B)(6) 2023, the kidney, urethra and bladder (kub) x-ray showed the corpak was severed; on (B)(6) 2023 the kub showed the severed corpak had not moved, it was removed by upper gastroenterology (gi) endoscopy on (B)(6) 2023. The patient was discharged home, no injury was reported.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 07 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: a1. All information reasonably known as of 31 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: d4 (no lot number has been provided at this time) a review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2023-00071 for the second report . An attempt to declog the en-fit corpak tube was reported, warm water and gentle pressure/aspirations with 30 cc and 60 cc en-fit syringes were used, the tube was unable to be declogged. The physician was consulted and requested removal/replacement of the tube; upon removal it was found to be broken at ~43 cm; the remainder of the tube was retained in the patient¿s body. The removed portion of the tube was inspected and was noted to not be cleanly severed and appeared to have been stretched out near the site of the break; the tube was noted to be clogged above the break and tiny purple balls were visible in the broken end of the tube. The physician visited the patient and determined the next steps to remove the remainder of the tube. At this time, it is unknown if there was any injury to the patient, how/if the tube was removed and/or if any medical intervention was required.

Manufacturer narrative:
H6: 4247- (appropriate term/code not available): lack of cleaning of the device. The actual sample from the reported event was returned for evaluation, the product packaging was not returned, the sample did not contain a lot number identification and there was a non-avanos securement device attached at approximately the 82cm depth marker (the marking on the device indicated it to be 10fr size). The sample was noted to emit an odor, subjectively described as ¿soured¿; the detached, distal portion of the tubing was not returned. Visual examination of the device was performed in a well-lit area; the outer appearance was generally clean, with no discoloration or buildup and the enfit connector was attached, with no breakage; additionally, the tubing exhibited a ballooned (stretched) area located between the 94cm and 95cm depth markers, the ballooned area did exhibit rupture/tearing. A second ballooned area was also noted to be present at approximately the 62cm depth marker, the tubing was broken at the center of the ballooned area. Testing of the sample: the tubing was pinched to assess for presence of an occlusion; the tubing was found to be pliable, and no hard or stiff area was found. The reported event could be confirmed as reported, the root cause was determined to be: user inappropriate use and/ or lack of cleaning of the device. All information reasonably known as of 11 sep 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. All information reasonably known as of 07 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.